Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient felt the ipg flipped in the pocket. X-ray was taken and it looked great. The patient underwent an explant procedure not due to the device but due to placement of battery.